Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services were called. The customer reported that they lost consciousness. The customer also reported that they received a temporary vent blockage alarm which they think might have contributed to the low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.